Manufacturer narrative:
Age of device: 3 years, 5 months, 22 days. The patient remains ongoing on heartmate ii lvas. A direct correlation between hm2 lvas and the reported event could not conclusively be established through this evaluation. The hmii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2015. It was reported that patient was admitted to (B)(6) 2018. An esophagogastroduodenoscopy (egd) was performed on (B)(6) 2018 that revealed bleeding arteriovenous malformation (avm) at the proximal jejunum which was cauterized. Patient was transfused 3 units packed red blood cells (prbcs) during admission. Inr was not provided, anticoagulation was not adjusted. Patient was discharged home on (B)(6) 2018 with plan to monitor and follow up in clinic. No further information was provided.

Manufacturer narrative:
A direct correlation between hm2 lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The hmii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. The relevant sections of the device history records for (B)(4) (documents (B)(4)) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient remains ongoing on heartmate ii lvas. No further information was provided. The manufacturer is closing the file for this event.